Event description:
It was reported that a home patient observed particulate matter within a transfer set. This occurred during initial drain of peritoneal dialysis therapy. The technical service representative assisted the home patient with troubleshooting and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.